Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) to perform analysis. The iesu was analyzed and reported failure was confirmed. The iesu was placed on an in-house system and was run in normal mode. The unit displayed error c-34 during startup. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system was having persistent error c-34 on the integrated electrosurgical unit (iesu/erbe). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found several occurrences of error c-34. The tse checked with the customer if there was a source of magnetic interference close by and if the erbe was having a standalone power. The customer stated that all seemed to be working. The erbe had been unplugged for a while and restarted, but error kept coming back. The procedure was completed robotically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed successfully, but further procedures were postponed.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error c-34 on the erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.